Event description:
Cusotmer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer's family member reported insulin exiting at high pressure and numbers never ramped on screen on same day. Also stated that the screen was frozen left batteries out for 5 minutes, and inserted new batteries. Screen came on, but e21 displayed family member rec'd check settings alarm, which erased all settings. Continued with troubleshooting for high blood glucose. Physician stated that cannula was bent. Checked programming, insulin concentration, am/pm basal rates/times, bolus history, alarm history and programming were correct. Disconnected quick release. Programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited. Unable to complete high pressure test since there was not another infusion set available.